Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that there is a shock issue, the unit cannot deliver shock during operational check. The device was not in clinical use at the time the issue was discovered. Visual inspection found that the right side pad is detached. The following functional tests were performed: operational test. Results of functional testing indicate that the right side pad is detached, the engineer put the pad back in place and the test is passed. Although the unit passed the test, the customer decided due to the unit reaching end of life (eol), they wanted to condemn the device. It is unknown if the device is still in use at the customer site, but the fse advised the device is not available to be returned for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was due to the right sides pads being detached. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings, however we are unable to confirm the final disposition of the device because the customer decided to condemn the device due to its end of life status. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.